Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Pain and discomfort are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain and discomfort are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device following physical exertion associated with pain, which the patient described as feeling that 'something went' inside, after which the device stopped cycling. Computed tomography (CT) reportedly demonstrated complete loss of fluid from the reservoir, and a revision surgery was performed. During the revision procedure, the physician confirmed fluid loss within the system, and the device was explanted and replaced. No further patient complications were reported.